Event description:
Rec'd info reporting the pigtail tubing separated from the luer connector. Customer had high bg's.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, the device has not been rec'd by the manufacturer. A f/u report will be submitted.